Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: serial# (B)(6) h3:yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) and one (1) controller (B)(6) were not returned for evaluation. Log file analysis associated with (B)(6) revealed slight intermittent decreases in power consumption and estimated flows between 04/aug/2023 and 0 8/aug/2023 leading to parameters below normal operating range and 191 low flow alarms were logged since 26/jul/2023 within the analyzed period. Log file analysis associated with (B)(6) also revealed 26 controller power up events with an associated pump start ev ent logged between 26/jul/2023 at 13:34:48 and 05/feb/2024 at 03:37:51 within the analyzed period. No anomalies were observed leading up to the losses of power on 26/jul/2023, 02/aug/2023, and on 05/feb/2024. The events leading up to the losses of power between 11 /aug/2023 and 08/dec/2023 could not be determined since the available data log file did not cover the period in which the controller power ups were recorded. The controller was without power for an average of 22 seconds per loss of power. In addition, log file ana lysis associated with (B)(6) revealed motor start events recorded on 16/apr/2023 at 19:01:22, on 02/aug/2023 at 18:40:24, on 23/sep/2023 at 00:25:01, on 25/oct/2023 at 02:11:22, 25/oct/2023 at 02:23:17, on 14/nov/2023 at 10:18:58, and on 05/feb/2024 at 03:37:58 in which the motor start parameters were atypical. As a result, the reported low flow alarm event was confirmed. Based on the limited information available, the device may have caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after review of log file data, a motor start event with parameters outside of the typical range was revealed. T he ventricular assist device (vad) also exhibited low flows, and the controller exhibited an unexpected loss of power. The ventricular assist device (vad) and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10:  693565  lead implanted (B)(6) 2015 additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #:  1420 / catalog #:  1420 / expiration date: 31-aug-2023 / serial or lot#:  (B)(6) UDI #: (B)(4) d9: no h3: no h4: mfg date: 08-aug-2022 h5: no   medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.